Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for routine follow up showing multiple episodes of non-sustained vt without corresponding egms. Patient was asymptomatic. Programming changes were made. Device remains implanted. Patient will continue to be monitored.